Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that between (B)(6) 2022, the patient's infusion set's tubing detached/broken at the site connector. She stated that her blood glucose level was high. Therefore, the infusion set had been used for two days approximately. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.